Event description:
It was reported that the or staff called tech support after a procedure, indicating they received a message about an advanced processor error during the setup. The caller assisted the staff over the phone, instructing them to manually move the robot away from any walls and perform a reboot, which initially cleared the error. However, 20 minutes later, as they were about to dock, the surgeon aborted the procedure due to patient anatomy, and while backing the robot out, the advanced processor error reappeared. The technical support engineer reviewed the logs and identified error code 66200, which pointed to an mvp issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: coordinator confirmed that a port was placed. After reviewing the anatomy, the physician determined that it was not good to do robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. The fse replaced advanced processor. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted once the device has been evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The advanced processor (ap) 5000 was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The ap 5000 was inspected, where the leds were on and the fans were spinning. The system was left to idle for two hours, and power cycled five times with no issues. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the product found no functional issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.